Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the unit ¿just shut off¿. The customer was actively coding the patient so I assisted in changing out the console. When transferring the patient, prior to the code, unit went over a bump, and the screen went completely black. She said there was a little circle that looked like it was ¿loading¿ but wouldn¿t ever turn back on. She said there was never an alarm, the pump just turned off.

Event description:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2022-02304. Please refer to mfg report number 2249723-2022-02304 for all information for this complaint event. Please cancel 2249723-2022-02267 in your database.

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2022-02304. Please refer to mfg report number 2249723-2022-02304 for all information for this complaint event. Please cancel 2249723-2022-02267 in your database.